Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown; further described as thought to be due to the pd solution because ¿the patient experienced a rare bacteria¿ (the bacteria was not reported and no further detail was provided). The treatment for and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.